Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the evo occlude. The encoder probably needs to be replaced and the terminal recalibrated. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland has received a report that the evo occlude displayed error e1538 (rc_angle_error faulty encoder) during a procedure. There is no report of any patient injury.

Manufacturer narrative:
H11: through follow-up communication it was learned that the reported issue was confirmed and resolved by replacing the encoder. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.